Event description:
It was reported, the pt is experiencing discomfort at his ipg site. The pt discussed the issue with his physician, but the physician was not concerned. The pt is pending f/u with a different physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.